Event description:
The customer states that one patient's axsym vancomycin assay result of 0.04 mg/l was reported out of the lab. The patient's physician questioned the result and asked that the sample be retested. In the meantime, a dose of the drug was administered based on the low result. The sample retested at 10.97 mg/l. The sample is described as a bit turbid. Controls have been within specifications. The patient is doing fine and no other issues have occurred. There is no further impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.